Event description:
It was reported that the pulse generator was in backup vvi mode due to battery depletion and could not be programmed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup vvi operation due to the device battery voltage dropped to end of life (eol) level. This was due to normal battery depletion.